Event description:
As reported to manufacturer by healthcare center: residents trach tube became separated from the ventilator. It appeared the low pressure alarm did not sound and the resident passed away.

Manufacturer narrative:
H3) conclusion from third party: under nbp's initial check-out and performance inspection testing criteria the ventilator operated properly, however the pt's circuit construction prevented the low pressure alarm from activating with the passing muir valve installed with the pt elbow.